Event description:
Excision of mucous cyst right middle finger. Tourniquet inflated for 12 minutes; allegedly deflated on its own. Displaying (battery fail). Unit was plugged in. Pt was given general anesthesia as precaution since bier block instilled. Delay in procedure completion, in order to obtain and calibrate a different tourniquet.